Event description:
A confirmed motor stall was reported with no motor stall recovery. The motor stall was caused by MRI, which was done on 2011-(B)(6). Pump had saline and was programmed to the lowest simple continuous infusion mode.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2011-(B)(6), explanted: unk; programmer model: 8835, serial #: (B)(4).